Event description:
Possible defect in implanted tissue expanders causing removal of bilateral breast implant tissue expanders. Magnet altrating needle malfunction causing inability to fill expander- resulting in leakage.